Event description:
It was reported that during a photoselective vaporization of the prostate procedure the tip of the fiber broke after 20,000j of use. Procedure was completed with another fiber without clinical consequences to the patient.